Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing.

Event description:
It was reported that during an embolization treatment, the pusher of an embolization coil implant stretched during positioning. A stent was used to affix the pusher to the vessel wall but the stretched portion extended into the carotid artery. A stent was used to remove the remaining portion of the coil.

Manufacturer narrative:
The pusher was the only component received for evaluation. The investigation of the returned pusher found the distal end broken, damaged and the body coil stretched at transition. Due to the missing implant coil device, the investigation is unable to confirm the stretching of the device as stated in the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. It was reported that the patient woke up a week after the case. Currently, the patient is inarticulate but able to have a meal by himself. It was stated that the patient's condition is unrelated to the reported complaint.